Event description:
It was reported that the patient experienced unspecified issues with a previous artificial urinary sphincter (aus). The cuff was removed and downsized with a 4 cm cuff. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The cuff was downsized due to the patient experienced recurring incontinence. There were no further complication to the patient.